Event description:
During routine cardiac catheterization, 6f right coronary catheter became twisted and knotted inside pt and fractured leaving the catheter above the knot floating inside the pt's aortic arch. Microvena snare used to remove catheter section. Pt stable.